Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received (report #mw5098818). Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced severe damage to their heart following implant of their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.